Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient went to the hospital due to experiencing bilateral leg weakness and numbness. A CT scan indicated fluid collection at the lead site. Surgical intervention was undertaken and the scs system was explanted on (B)(6) 2014. The following day, the patient indicated she was regaining strength and feeling in her legs. Follow-up info indicated the patient's symptoms continue to improve and the patient is to continue physical therapy.